Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, performed test run on the pump at a rate of 250 ml/hour, and system error 20602 was reproduced. Grinding noise can be heard on the pump when running. A review of event history log revealed multiple occurrences of system error 20602. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be fluid ingress on the shuttle which causes the shuttle to get stuck and create the grinding noise. The mechanism requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an issue of failed flow rate test and system error 20602 (monitor motor stall). This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.